Event description:
Note: this report pertains to one of two occlusion balloon catheters used in the same patient and procedure. It was reported to boston scientific corporation that two occlusion balloon catheters were used in the ureter during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst. The same issue occurred with the second occlusion balloon catheter. The procedure was completed with another occlusion balloon catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Correction: it was reported to boston scientific corporation that two occlusion balloon catheters were used in the ureter during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2019.

Manufacturer narrative:
Block h6: problem code 1074 captures the reportable issue of balloon burst. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two occlusion balloon catheters used in the same patient and procedure. It was reported to boston scientific corporation that two occlusion balloon catheters were used in the ureter during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst. The same issue occurred with the second occlusion balloon catheter. The procedure was completed with another occlusion balloon catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.